Event description:
The physician was using the reperfusion catheter (B)(4) coaxially with the reperfusion catheter (B)(4) and separator (B)(4). The first reperfusion catheter (B)(4) used was compressed over 2 cm of the catheter body which the physician did not recognize when he attempted to advance the separator (B)(4). The separator advanced with difficulty and the physician continued to push against the resistance. The separator eventually "rupture" at the proximal end near the rhv. The physician then attempted to use a new reperfusion catheter and separator (B)(4). Again the catheter was kinked in the proximal end but the physician did not recognize the issue. When he attempted to advance the separator he again had difficulty. The thrombectomy procedure was then stopped because the thrombus was almost entirely cleared with the use of lytics. A penumbra representative examined the devices at the hospital and the physician pushed the first separator forward until the distal end came out of the catheter at which point a very small black tube on top of the separator bulb was revealed. It was reported that the patient was in good condition. This MDR is associated with MDR 3005168196-2012-00295 and 3005168196-2012-00297.

Manufacturer narrative:
Device investigation: results: this catheter has a kink just as the catheter shaft exits the spiral cut strain relief at the proximal end. The "black tube" that was on the distal tip of the separator was examined. A small end of this piece was cut off and crushed . The brittleness of the piece and the characteristic red flecks throughout the broken piece imply that this "tube" was in fact hardened patient blood/clot. The separator was removed from the catheter and similar pieces of dried patient blood can be seen to be attached along the separator wire. The damages noted in the complaint are confirmed. The cause of the kink in the distal end of the first catheter is unknown. It is not clear from the complaint description whether the physician kinked the catheter during preparation or use, or if it was kinked inside the patient. The damage to the separator likely occurred when it was attempted to be inserted into the kinked catheter. The kink in the catheter would have caused resistance (as described in the complaint) and continued attempted manipulation against this resistance would cause the catheter to buckle in the area of the proximal taper grind, eventually leading to a break in the wire. The kink and break in the shaft of the second catheter at the distal end of the strain relief was likely caused by the physician during manipulation in the patient, especially if there was resistance when attempting to insert it into the patient.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.